Manufacturer narrative:
April 17, 2025 updated information was received that surgery was in fact not prolonged and there was no slight collapse of the eye. In regard to the submission to the FDA, the product involved is not available on the us market. Therefor submission of 1222074-2025-00016 was incorrect.

Event description:
Screen and pressing the foot control, there was no response. To complete ia, the surgeon resorted to a third-party device. During this process, while the instruments were removed from the eye, a slight but not visibly obvious collapse occurred. After restarting the machine, the surgeon completed ia with the third-party device, and then used the rebooted machine for ppv. Approximately an hour after the reboot, a bleeding complication arose. April 17, 2025 updated information was received that surgery was in fact not prolonged and there was no slight collapse of the eye.

Event description:
We have been informed that during procedure, the screen completely froze while switching to ia mode. Despite the user touching the screen and pressing the foot control, there was no response. To complete ia, the surgeon resorted to a third-party device. During this process, while the instruments were removed from the eye, a slight but not visibly obvious collapse occurred. After restarting the machine, the surgeon completed ia with the third-party device, and then used the rebooted machine for ppv. Approximately an hour after the reboot, a bleeding complication arose. Due to the reported event surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.